Event description:
This is being filed as the clip delivery system (cds) moved in the medial direction while in the left ventricle. Although there was no adverse patient effect, unexpected movement in the left ventricle has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the cds and steerable guide catheter (sgc) were inserted as intended. Due to a distorted heart, the echocardiogram and steering of the device was unusual and hard to predict. As the cds was advanced down to the mitral valve leaflets, the cds moved extremely medial. Due to the distorted heart, the cds shaft had been curved to more than 90 degrees. No problems occurred due to the medial movement. It was decided to perform a second transseptal puncture. The cds was removed from the anatomy without any problems. The cds was checked for functionality and then was reinserted into the anatomy. There was no medial movement observed and the clip was deployed. The procedure was completed with the implantation of two clips reducing the degenerative mitral regurgitation grade from 4 to 2. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter (x2). Curving the cds shaft to more than 90 degrees and reinsertion of the cds into the anatomy as the clip delivery system (cds) was not returned for evaluation. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the difficulty in positioning the device are, but not limited to, patient conditions (tortuous anatomy), user technique / procedural conditions (excessive curvature on the device), or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final acceptance activities, including verification that the device steers as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to patient conditions, procedural conditions and/or user technique, the difficulty in positioning the device may be influenced by excessive curvature on the device, curves on the guide during insertion, or excessive rotation of the delivery catheter (dc) handle. Based on the information reviewed, the difficulty in positioning the device was most likely a result of procedural conditions associated with the distorted heart, and is not a product quality deficiency. It was also reported that due to the distorted heart, the sleeve shaft was curved more than 90 degrees during the procedure. It should be noted that the mitraclip system instructions for use (IFU) cautions the user to not deflect the sleeve more than 90 degrees of tip deflection with the sleeve knobs. Additionally, it was reported that following removal of the cds device from the anatomy, the device was set aside and was functionally inspected. The device was then reinserted into the anatomy. It should be noted that the mitraclip system IFU warns the user not to reinsert the cds and clip after removing the cds.